Manufacturer narrative:
The reported complaint of "balloon damage on the cool line catheter (lot #182117) caused the saline bag decreased" was confirmed during functional testing of the returned catheter. A leak was observed from the proximal end of the distal balloon due to a balloon tear. The probable root cause of the reported complaint was a latent material defect. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Observed blood residues in the distal and proximal luered tubings. During functional testing, all infusion ports and lumen were flushed without resistance. Upon flushing the in/out lumens, the leak was observed from the proximal end of the distal balloon, confirming the reported complaint. During further inspection of the catheter under a microscope, a small balloon tear was observed (measured 1mm), located 1.5 cm away from the proximal end of the distal balloon. Pressurized functional testing could not be performed due to the leak discovered during the in/out lumen test. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar complaint reported for the cool line catheter with lot number 182117.

Event description:
During ivtm therapy, the cool line catheter (lot #182117) was inserted into the patient's internal jugular vein. The customer noticed the saline in the saline bag decreased to a few milliliter. The saline leak from suk was not found, so the customer concluded balloon damage caused the saline bag decreased and ended ivtm therapy. The cool line catheter was continued to be used as a cv catheter, and later the physician removed the catheter. No consequences or impact to the patient.